Manufacturer narrative:
This report is submitted on february 13, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). The magnet was placed back into correct position (date not reported). The implanted device remains.